Event description:
Health care professional reported through clinical study follow-up that approximately 19 months post implant the pt experience a thromboembolism secondary to carotid disease; resulting in permanent paresia of left arm. The pt underwent endoectomy of right carotid. The valve remains implanted and functioning as intended.